Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue was not able to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transforaminal lumbar interbody fusion (tlif) procedure. It was reported one of the screws was placed inaccurately. It was noted all the other screws were placed accurately. This issue occurred intraoperatively and did not cause any surgical delay as the surgeon did not notice the screw placement was inaccurate until a follow-up scan. A second surgery was completed to revise the screw, and a manufacturer representative was present.